Manufacturer narrative:
The device was received with a pump error 38 alarm occurring during rewind. Failure due to jammed gearbox and moisture damage to the motor assembly. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a pump error alarm. The blood glucose level was unknown. Customer stated that they are not able to rewind the insulin pump. The product will return for the analysis.